Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treatitg the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Subsequent testing of the device at the facility's biomed dept was unable to duplicate the reported malfunction.